Event description:
It was reported that an ilet device displayed a premature battery discharge, appearing dead overnight despite prior charging and later requiring over two hours on the charger to power on and reach a high state of charge, with subsequent rapid depletion observed; the device component implicated was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.